Event description:
The account stated the recapper tape sensor on the inpeco sys is running out of tape without giving an error and continues to recap tubes without tape. The unsealed tubes are placed in storage module and then sent to waste after a week. The unsealed tubes create a biohazard when spilled. Svc observed the inpeco sys sensors were not operational on the recapper tape feeder and former head. Svc cleaned sensors, reseated the fiber optic sensors on the control module for resolution. No injury was reported.

Manufacturer narrative:
The abbott field svc rep cleaned the sensors and resealed the fiber optics at the sensors on the control panel. After the field svc visit, normal operation was observed for the inpeco system. Reference where in labeling the event is addressed: the accelerator aps operations manual indicates the following: section 8 hazards - biohazard safety. Precautions. Spill clean-up. Waste handling and disposal. Section 9 maintenance. - empty storage and retrieval module waste. This is a final report.